Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated the ok keypad button had a delayed response and required multiple button presses to elicit a response. The issue reportedly occurred two weeks ago and was getting worse as time progressed. It is unknown how the patient wore the pump or how the pump was cleaned. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 08/06/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. Evaluation revealed that the keypads button were intermittently responsive and required excessive force to elicit a response. There was evidence of contamination found under the key contacts.